Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
No additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The bottom cases were cracked. Event history log showed a motor rate error. An occlusion test was performed and the reported problem was duplicated. The root cause was deemed to be normal wear, the pump was over 11 years old. Actions were taken to mitigate the reported issue: replaced leadscrew and clutch halves, cleaned and greased the whole motor assembly, performed occlusion test and all functional test passed.